Event description:
Possible iol opacification.

Manufacturer narrative:
Conclusion: based on the preliminary investigation, the additional information received and the assessment by the medical monitor, lenstec concludes that there is no evidence to suggest that the lens would have brought rise to the opacification reported. Furthermore, lenstec can confirm that we have never had any confirmed lens-related cases of opacification for our hema lenses. I thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality lenstec products. Would you please forward this report to the doctor. We now consider this complaint closed pending any further information on this case.